Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. In addition, the customer had moderate ketones. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.